Manufacturer narrative:
The returned device was evaluated with the cannula not deployed. The formed needle was seen pushing up against the bottom housing inside the pod, and damages were seen on the bottom housing after the cannula sub-assembly deployed and was removed from the housing. These findings indicate an improper insertion of the cannula sub-assembly into the bottom housing and environmental seal, causing the needle to fail to deploy properly.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports a pod in which the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.